Event description:
It was reported that the patient presented in hospital for symptoms unrelated to pacemaker function. While in telemetry, intermittent loss of ventricular capture was observed on the right ventricular (rv) lead. The programmed output was low. Other parameters were within normal limits. Programming changes to increase output were made but intermittent loss of capture was still observed. The physician concluded that the location where the rv lead was placed in a high septal location could lead to intermittent loss of capture. No dislodgement was suspected. Due to the patient being pacemaker dependent, the physician elected to cap and replace the rv lead on (B)(6) 2023. Parameters on the new rv lead were acceptable. The patient was stable and discharged the next day.